Manufacturer narrative:
On (B)(6) 2016 a medtronic representative performed an imaging system check-out, imaging modalities and system inspection areas passed. Mechanical test failed. Door fails to close. Gantry was not in the correct position. Adjusted gantry and was able to close the door. Verified system functions properly. Issue resolved. System performed as intended. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site representative reported that during training on their imaging system they were unable to close the door. They were attempting to use the door open override button. The door would open fully, however, they were then unable to close the door all the way. Multiple attempts to close the door were made, all were unsuccessful. A system re-boot did not resolve the issue. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.